Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed angina and underwent a reintervention. The index procedure treated a 2.9x14mm, 80% stenosis of the proximal lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0x20mm taxus express2 stent resulting in 0% residual stenosis. The pt was discharged the following day on asa and plavix. The pt presented in 2009 with a 2-3 week history of chest pain with some palpitations. A 70% stenosis just below the study stent followed by a 30% lesion was treated with placement of another MFR's 3.0x23mm drug eluting stent overlapping the taxus express2 stent in the proximal lad. The pt was discharged eight days later on asa and plavix. The investigator assessed this event as unrelated to the study device; however, adjudication found the event was possibly attributable to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.